Manufacturer narrative:
(B)(4). Insulin pump p cap, reservoir locks properly into place. Unit received with critical pump error due to moisture damage to force sensor. Insulin pump received with corroded electronic assemblies and corroded motor home switch. Insulin pump unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Insulin pump received with broken belt clip rails, cracked case, cracked case corner of belt clip rails and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. Customer stated that the reservoir lip ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.